Event description:
It was later reported the patient has never mentioned any of these symptoms to the hcp. The patient went in to see the doctor once to twice a week. The patient would bring printouts to the hcp that she found off the internet that list common and possible side effects for her medications both oral and intrathecal. The patient would say she has all of them. Hcp never heard of the patient having a heart attack. The patient was diagnosed with diabetes and was taking oral metformin prior to ever having a pump implanted. They have never seen her with a swollen neck or arm. The physician denies all of these claims. The patient had a personal therapy manager (ptm) for less than a month in (B)(6) 2013. They took it back from her and it is no longer being prescribed. The patient could not handle it. It was too much for the patient to understand. The clonodine was removed from the pump (B)(6) 2013. The only side effects she reported at that time were joint pain and blurred vision. The patient would go to the doctor and report odd and highly uncommon side effects. Before they removed the clonidine she was at:clonodine 750 mcg/ml at 147 mcg/daybupivacaine 23 mg/ml at 4.52 mg/d aysufentanyl 300mcg/ml at 59 mcg/day compounded baclofen 750 mcg/ml at 147 mcg/day the patient was seen (B)(6) 2013. The patient was now requesting baclofen to be removed. The patient believed it is also a problem. The patient wants it removed in two weeks. The patient has never had an allergic reaction to anything. Hcp had no further information to provide. It was later reported the patient stated that she did not say she had a heart attack. The patient stated that in (B)(6) 2013 she had clonidine in the pump and it had to be removed few weeks later because she had an adverse event from the medication. The patient was having a reaction to baclofen. The patient¿s heart rate has been over 120 since the baclofen and clonidine adverse event. The patient had contacted the nurse. It was later reported the patient had reported heart effect and not heart attack. The patient did not have a heart attack. The patient had an EKG (B)(6) 2013 and the test was fine. The patient had diabetes for years prior to the medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835 serial# (B)(4), product type programmer, patient product ID 8590-9 lot# n331028, implanted: 2012 (B)(6); product type accessory product ID 8709sc serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that the clonidine was removed on (B)(6) 2013 due to the patient complaints of visual disturbances, escalating blood sugars and joint pain. The baclofen was discontinued on (B)(6) 2013 due to ¿out of control¿ and increasing pain levels. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was believed there was something wrong with the patient¿s catheter and they ¿thought the personal therapy manager (ptm) was causing it.¿ the patient did not currently have the ptm. A catheter evaluation was planned. The patient was weaned off the medication ¿practically to nothing.¿ the patient was frustrated and ¿hurt worse than I did before I had the pump put in.¿ the patient¿s joints and muscles ¿hurt so bad that it hurt to move.¿ the patient considered giving ¿up on the pump entirely.¿ it was indicated the clonidine was a ¿total disaster.¿ the patient was ¿very sensitive to a lot of drugs.¿ the patient was diabetic and had ¿high blood sugar levels.¿ the patient thought the side effects from the clonidine would ¿kill¿ them. The patient experienced ¿heart effects.¿ the patient was laying on their right side and when they woke up their right arm was three times larger than their left arm, their leg was the same way and their ¿neck on that side was also swollen.¿ it was stated that you couldn¿t define where their ¿jaw ended and my neck began.¿ it stayed that way until the medication was turned down; it ¿got a little better.¿ the patient was being weaned off the medication. The pump was delivering clonidine, bupivacaine, baclofen and sufenta. Additional information has been requested but was not available at the time of this report.